Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 108-373 mg/dl.